Manufacturer narrative:
Device evaluation: the returned rod was observed to be partially distracted with some scratch marks on the distraction rod indicating resistance during distraction. X-ray images of internal components showed no obvious damage and revealed the rod was partially distracted. The rod was functionally tested and was able to distract and retract with the manual distractor. The rod was able to retract and distract with fast distractor to perform stroke test. The maximum and minimum length were measured at 342.44mm and 293.85mm respectively; giving a total stroke measurement of 48.59mm, which meets the 48±1mm specification. The work order was reviewed and confirmed the rod passed all inspections. The rod was manufactured in accordance with the specified requirements and met all of the required quality inspections. Device records review: a review of device history records for the returned unit confirmed that it met all the required quality inspections prior to release.

Event description:
Corrected device information was provided.

Manufacturer narrative:
Additional data.

Event description:
No additional info was received.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. The root cause is unable to be determined at this time. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod was not distracting. The patient had received left and right rods and both successfully distracted during the first lengthening session. However, during subsequent lengthening sessions, the right rod did not distract. A revision surgery is planned. There were no reported problems with the left rod. No additional information is available.